Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient did not experience symptoms. There was no increase in tone or ¿ck¿. The pump was filled with saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 1000 mcg/ml; 112 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump had an empty reservoir. The patient missed a refill and the pump has been alarming since (B)(6) 2018. The hcp evaluated the pump printouts from the last refill and based on dosing/flow rate the pump would now have an empty reservoir. Therapy was not intentionally discontinued. The physician decided not to refill the pump at this time. The drug was changed to saline to 1ml/ml and the pump was programmed to minimum rate mode. No further complications were reported.